Event description:
It was reported that smiths medical the customer used a portex uniperc tracheostomy tube. There was no problem during the procedure but an hour later we were made aware of a small cuff leak. After they changed the tube they noted that the leak was not from the cuff but from around the area where the blue tube disappears into a metal tunnel. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h1 was corrected to reflect the correct attribute.

Manufacturer narrative:
H2: the investigation of the complaint was limited because no sample was returned. One photo was provided by customer and it could be observed there was a unipec tracheostomy tube (cuffed version, tube size is not visible) under water. Air bubbles could be seen coming from the connection between the inflation line and the inflation lumen in the photo. As per customer, this problem was discovered after a tracheostomy procedure.